Event description:
During the eval of this device for an un-related complaint, it was discovered the device did not have audio capabilities. There was no pt involvement.

Manufacturer narrative:
(B)(4). Engineering eval confirmed the reported symptom of "during the eval of the device for (B)(4), it was discovered the device did not have audio capabilities". When the pump rear case was detached from the front case, the investigation found that the j1 flex of the back flex was not fully seated in the j6 I/o pcb connector. The j1 flex was properly seated in the j6 connector and the device was returned to the customer.